Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID using a manual method.

Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation.